Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The healthcare provider reported that the pump was externalized today due to infection. The healthcare provider was inquiring about obtaining a report without updating it as well as any recommendations with the pump being externalized because she had been asked to help program it to wean the patient down. Additional information was received from the healthcare provider on (B)(6) 2024 who reported that the pump was moved about a month ago from r (right) to l(left) side because they thought the pump might erode as the skin was thin. [See manufacturer¿s report #3004209178-2024-19970]. The patient came in through the ER (emergency room) a week ago wednesday and the implant site was "grossly infected." There was a huge amount of pus, the pump was externalized and there was fungus from the wound; the caller expressed concern about possible sepsis. The healthcare provider stated that they put in a vp shunt for hydrocephalus. The baclofen had been tapered down since wednesday and the patient had been tolerating titration well. The patient was on oral baclofen and valium. The pump was currently delivering 237 mcg/day. The healthcare provider was asking about shutting pump down. The agent revie wed options.

Manufacturer narrative:
H11: corrected information b3 (&) b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 1500mcg/day via an implantable pump.